Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR#2134265-2008-00271. It was reported that post a coronary drug eluting stenting treatment procedure, pt death occurred. The physician implanted a 2.50x24mm taxus express2 drug eluting stent in the 90% stenotic right coronary artery (rca). The artery was of average tortuousity. At 10 days later, the physician implanted a 2.50x16mm taxus express2 drug eluting stent and a 2.50x13mm non-bsc drug eluting stent in the 90% stenotic distal left circumflex (lcx), which was of average tortuousity. At 111 days later, the pt experienced possible cardiac arrest at home and died. Resuscitation attempts were made but were unsuccessful. There was no autopsy performed. At the time of the pt's death, he was taking penaldine and aspirin. The physician feels that he was resistant to antiplatelet therapy. The physician reported that the cause of death is unk, but feels that it is unrelated to the taxus stents. No further info was available.